Event description:
It was noted at a device change out on (B)(6) 2011 that this rv lead has a small abrasion or indentation on the insulation several centimeters from the tip. This did not appear to be a complete break, i.e. It did not extend to the electrode cable coil. There was no provocable noise and no blood/fluid under the insulation. The lead demonstrated excellent function. Physician elected to reinforce this area with silicone adhesive and a soft lead sleeve. The physician was dr. (B)(6) at the (B)(6) clinic in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).